Manufacturer narrative:
No black dot on display, no ramping numbers noted, and scroll bar not moving on its own noted. All operating currents are within specification. No unexpected battery out limit or failed batt test alarms noted. Unit functioned properly. Intermittent button response noted due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 9.7 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.